Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) identified that the half-height legacy drawer's rail was damaged. The fse replaced the rail and slide rail bumpers due to sticking rail in drawer 2.1 and 4.1 and tested the device in hardware test application. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer would not close. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.